Event description:
Adverse event(s): "looking though fog" (vision, impaired). Product problem(s): "no information" (no information [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A surgical manager reported a patient with visual disturbance following intraocular lens (iol) implant surgery. The patient reported her vision was like "looking through a fog, all the time, in all directions". The iol was exchanged for a different model lens. The viscoelastic used was not approved for this lens/cartridge combination.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The viscoelastic used was not approved for this lens/cartridge combination. Additional information was requested on 06/15/2010 and 06/17/2010 by phone, fax and mail. A completed questionnaire was received on 06/29/2010. (B)(4).